Event description:
It was reported, the patient was required to have an MRI due to ¿stomach issues¿ and in (B)(6) 2013, the patient was admitted to the hospital. The patient was then admitted to the ICU for a week for acute pancreatitis, where they also cut the bile duct. The doctor was requiring the patient to have the implant removed in order to have an MRI. The caller was redirected to their healthcare provider.

Manufacturer narrative:
Product ID 3889-28 lot# va044g5, implanted: 2012 (B)(6); product type lead product ID 3037, serial# (B)(4); product type programmer, patient. (B)(4).